Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor could not power on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, visual inspection found no abnormalities, g1 board failure was noted, and scratches were noted on the screen. Based on the results of device investigation, it is likely that the reported issue occurred because power was not properly supplied to the subject device due to faulty g1 board. However, the root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.